Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in the emergency room after receiving a patient notifier for device reset. A device download was performed successfully. A week and a half later, the patient presented in the hospital for unrelated health reasons. Software reset occurred again. The device code was reloaded and programmed to the pre-reset settings.